Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 55 mm aneurysm. It was reported that, during the index procedure, the position of the valiant captivia was misaligned, resulting in a type ia endoleak. A second valiant captivia was implanted; however, the type ia endoleak persisted. The physician believes that the event was due to a technical error on the part of the second surgeon assigned to perform the procedure. No additional sequelae were reported, and the patient will be monitored.